Event description:
Patient was implanted with a nalu spinal cord stimulator system on (B)(6) 2024. The implantable pulse generator (ipg) was placed in the lower back with the implanted leads targeting the vicinity of t8-t10. No notable incidents took place during the implant procedure and the system was successfully activated. In (B)(6) 2024 the patient reported reduction of pain from 7/10 down to 3/10. On (B)(6) 2024 the firm was notified that the patient felt unwell and went to the local emergency department for evaluation. At that time the patient was noted to have an infection in the epidural space near the surgical implant site. A full system explant was performed on (B)(6) 2024 due to the presence of infection.

Manufacturer narrative:
No lab results were made available to the firm to confirm presence or type of infection. Based on the time between implant and symptoms, it is unlikely that the nalu device directly caused the symptoms. Infection is a known inherent risk of invasive procedures.